Event description:
A report was received that the patient was burned by their charger 2.0. The patient's skin turned red and black and a scar was left in place of the charger. The patient treated the burn with neosporin for 4 days before it healed.

Manufacturer narrative:
The patient uses sticky patches to charge now. The charger was working properly and the patient was able to charge. This is the final report.